Manufacturer narrative:
(B)(4). G2 foreign source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor pad fractured during placement onto the impactor as part of a knee procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs. Visual examination of the provided pictures identified that the instrument was fractured. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h6 visual examination of the returned product identified signs of repeated use (nicked and gouged) and a wedge of the impactor pad had fractured off. Not all the fractured pieces were returned. The impactor pad fracture surface artifacts of hackle marks and river lines support the overload failure mode and align a zrm in which an overload fracture failure mode was identified. Medical records were not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.